Event description:
Cassette leaked inside the machine. It is unknown at what point during therapy the leak occurred. There was no obvious damage to the overpouch or carton. Reportedly, an alarm was not received. There was no report of patient injury or medical intervention. No additional information available.